Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during site visit by bd representative, rn was unable to resolve air-in-line alarm and had to re-prime the chemotherapy and that resolved the ail issue. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex a code.

Event description:
It was reported that during site visit by bd representative, rn was unable to resolve air-in-line alarm and had to re-prime the chemotherapy and that resolved the ail issue. There was patient involvement but no harm.